Event description:
The customer states unit has a battery alarm on screen and does not make a good connection at battery connector. Also, unit shows large, estimated patient leak when running on test lung. Not in patient use. The remote service engineer advised to inspect battery connector for pin alignment at connector and battery, provided part and price for battery and requested quote be sent per customer request, no other concerns for the customer. Further information is pending.

Manufacturer narrative:
Upon further investigation, the battery alarm went off when the unit was moved in the storage area. There was no patient involvement. Therefore, this complaint no longer meets reportability requirements. The ventilator was exhibiting a defective battery/bad connection and it would give you an alarm with minimal movement of the machine. The pins in the battery connector and the machine all looked good. The battery wire connections show damage to the black wire and the cause is unknown.